Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the misfire and material deformation, as no objective evidence has been provided to confirm any alleged deficiency with the vascular stent graft. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl14060 vascular stent graft experienced a misfire and material deformation. This report was received from one source. The device was used in the patient. The patient is (B)(6) year-old male, of (B)(6) kgs. There was no reported patient injury.